Manufacturer narrative:
Monitor sn (B)(4) and electrode belt sn (B)(4) were returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1 hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5 hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5 hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no evidence of a device malfunction that would contribute to the inappropriate treatment or patient death. Device manufacture dates: monitor: 8/14/2015, electrode belt: 2/28/2014.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2017. Prior to passing, the patient received three inappropriate treatments from the lifevest. At 9:55:41 am on (B)(6) 2017 the patient received an inappropriate treatment. The patient's rhythm at the time of the treatment was atrial fibrillation (af) at 90 bpm with motion artifact. The post-shock rhythm was also af at 90 bpm with motion artifact. At 9:56:18 am, the patient was treated for a second time. The patient's rhythm at the time of the treatment was af at 90 bpm with motion artifact, and the post-shock rhythm was also af at 90 bpm with motion artifact. At 9:59:36 am the patient received the third treatment. The rhythm at the time of the treatment was af at 90 bpm with motion artifact. The post-shock rhythm is unavailable due to device deactivation. Oversensing of low-amplitude cardiac signal contributed to the false detections. The device was removed from the patient after the treatments. The patient reportedly passed away the next morning, (B)(6) 2017 around 4:00 am. The patient was not wearing the lifevest at the time of passing.